Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricle assist system (lvas), serial number (B)(6), and the reported neurological event and patient outcome could not be conclusively determined through this evaluation. The pump was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. G, is currently available. Section 1 of the IFU, "introduction," lists other neurological event (not stroke-related) and death as adverse events that may be associated with the use of the heartmate 3 lvas. Neurological dysfunction is also listed as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to cerebral swelling. The patient had a neurological event with swelling and fluid but no embolic or hemorrhagic stroke. There were no further details given due to privacy laws.